Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2006. It was reported the pt lost stimulation and can no longer establish telemetry between his ipg and charging system. A new charging system was sent to the pt; however, it is currently undetermined whether the replacement charger resolved the issue. According to the MFR's device registration system, the ipg remains implanted. No further pt complications were reported.